Manufacturer narrative:
No part or lot information was provided by the reporter. No definitive root cause could be established. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On 02 may 2024, seaspine was made aware that a customer utilizing the mariner mis posterior fixation system was experiencing an "issue with the set screws lowering." Multiple requests were made for clarification, no further information was provided. It is presumed that the customer meant "set screw loosening." Currently, no revision surgeries are planned, and no returns are expected.

Manufacturer narrative:
Part number was received 06 jun 2024.

Event description:
On 06 jun 2024, the reporter provided additional information. The initial surgery was performed on (B)(6) 2022. X-rays were provided confirming post-operative set screw backout.